Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed; no product or device logs were returned for investigation. The alaris pump module is typically used for treatment. A review of the device history record showed the device had a manufacture date of 12mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
It was reported that the customer is replacing the (lvp) display board due to dim leds. There was no patient involvement.

Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed. No product or device logs were returned for investigation. The alaris pump module is typically used for treatment. A review of the device history record showed the device had a manufacture date of 12mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: (B)(4). There was no patient involvement.

Event description:
It was reported that the customer is replacing the (lvp) display board due to dim leds. There was no patient involvement.